Event description:
Device 1 of 4. Reference manufacturer reports: 1627487-2011-02501, 1627487-2011-02502 and 1627487-2011-02503. The pt received her scs system, including an ipg, a percutaneous lead and two lead anchors, on (B)(6) 2011. It was reported the entire scs system was explanted and not replaced due to infection. The infection was identified as a staph infection and the pt was treated with intravenous antibiotics. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.